Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.